Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. The device was received for evaluation. A visual inspection was performed and it was noted that there was fluid inside the bag which contained the sample unit. When the unit was removed from the bag, the cause of fluid inside the bag was found to be untightened blue winged luer cap. A functional leak test was performed by filling the unit with green colored water. After fill, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. Thereafter, the unit was being monitored until the next day. The next day, no signs of leak were observed at the blue winged luer cap. Based on the analysis finding, the unit was determined to be conforming product . The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaking from the winged luer cap. This event was discovered during filling and before patient use. The folfusor was filled with sodium chloride (no cytostatikum drug). There was no patient involvement. No additional information was available.